Manufacturer narrative:
The insulin pump passed functional testing and functioned properly, but was received with a button error alarm and intermittent button response, due to corroded keypad traces. The device was also received with cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, when she removed the device from her pocket. The customer did not have a back-up plan, her blood glucose reached 480 mg/dl and emergency medical services were called. The customer's blood glucose rose to 513 mg/dl. Customer was taken to the hospital and was treated with an intravenous drip and received insulin. It was advised to discontinue use of the insulin pump and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.